Event description:
Boston scientific crm received information that this left ventricular (lv) lead was fractured. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was not pacing. The fracture was confirmed upon visual inspection during the lead revision.

Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned, clinical observations cannot be confirmed. There is no additional information available. If additional information becomes available the event will be updated.